Event description:
It was reported the patient was presented to the hospital for a scheduled implant procedure. Upon pocket closure the implantable cardiac monitor (icm) was found to have lost communication. Interrogation of the icm showed the device was in backup mode due to an hardware reset. The icm was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of the device entering backup operation was confirmed. The information provided was reviewed by abbott engineering and it was determined that por that occurred is not a result of a software issue. An ongoing hw investigation has been identified for this reported issue. The reported event of hardware reset was confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). Analysis of the device image shows reset occurred is consistent with electrocautery use. Product code reload and analysis performed, indicated normal device functionality and in normal range of operation. Longevity assessment of the device showed appropriate remaining longevity.